Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to shorted 1.8 pld component through u1003 on the ca board. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.